Manufacturer narrative:
Corrected data: no return. An event regarding size/fit issue involving a fem stem-hi offset nk-size 7 implant was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the event could not be confirmed because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as operative reports and x-rays are needed to investigate this event further. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Not available.

Event description:
Surgeon broached to a size 7 and accepted the fit. When attempting to implant the size 7 stem, he felt it counter sunk into the femur more than the broach. He broached again with the size 7 and felt the broach was sitting much higher than the stem. Eventually he decided to implant the size 7 stem and use one head size larger. He compared the broach and stem over one another, and felt that the stem seemed to be smaller than the broach.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon broached to a size 7 and accepted the fit. When attempting to implant the size 7 stem, he felt it counter sunk into the femur more than the broach. He broached again with the size 7 and felt the broach was sitting much higher than the stem. Eventually he decided to implant the size 7 stem and use one head size larger. He compared the broach and stem over one another, and felt that the stem seemed to be smaller than the broach.